Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first began. The patient manages her diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr's documentation, 45 minutes after the alleged meter issue occurred, the patient reportedly developed symptoms of dizziness, shaking, and sweating; and on an unspecified date/time the patient also reportedly obtained a blood glucose reading of "46mg/dl" with another device. As self-treatment, the patient reportedly consumed food and/or drink, date/time not known. The alleged issue remains unresolved since the csr noted the patient was unable/unwilling to go through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.